Event description:
A consumer reported that they, used fixodent denture adhesive, free cream, 1 applic, 2 to 3 times daily for 7 days in 2005 and started having a lot trouble and had to go to the e.r. They reported that problems started gradually a day ago; they developed dry mouth dry, drip lips, breaking out on lips, tonque breaking out, breaking out inside their mouth and down into their throat, down their chest, and all the way down to their esophagus. The consumer stated that they had burning and aching that started on their tongue then around inside of their mouth and all down their throat. They developed chest pains two days later and was taken to the e.r. And admitted to the hosp. They reported that the physicians thought they were having a heart attack but unspecified tests revealed nothing wrong. The consumer reported that they did not mention their use of fixodent to hospital personnel. They were released from the hospital two days after being given unspecified medication and advised to return for a test on their esophagus. It was then they returned home that they thought the symptoms might be related to their use of fixodent or medications that they were taking. They stated that every time they use fixodent on their dentures their mouth got sore and tingling. They used fixodent twice on the following day and right after the first application their mouth started tingling, lips became dry first then numb then dever blisters. They had telephoned their physician. They stated that they were not having chest pains but the burning sensation was still present and getting worse. Past medical history included: allergy - none reported, medical history - blood pressure, medical history - gastric disorder. Concomitant medications included: antihypertensives, "stomach medication". Exact product used previously: yes. The consumer mentioned that they were using a little tube given to them by a friend when they symptoms developed. No further information was provided. The following day safety follow-up phone call to the consumer: the consumer reported that they had a few unspecified problems five days ago and when they developed chest pains and pains in their throat and in their mouth one day later, they went to the e.r. They revealed that they continued to use the fixodent while they was in the hospital. They reported that the product was runny and oozed out; it was like glue that ran out of their dentures. Their mouth was dry, sticky and the product was sticking to their lips; their lips stung and were parched after using the fixodent. They mentioned that their blood pressure was high for two days and they could not get it to come down while they was hospitalized. They stated that they had no chest pains since leaving the hospital. The consumer reported that they rinsed their mouth two days later and then discotninued use of fixodent. They stated that their symptoms were better. They stated that they thought that what happened was from the medications they were taking in the hosp but they had stopped the medicine and still had symptoms. They stated that they would discuss their experience with fixodent during a check-up appointment they had scheduled with their physician six days later; they would also discuss what version of dentrue adhesive would be best for pt. No further info was provided. Adverse events terms: chest pain, glossodynia, oral discomfort, throat irritation, paraesthesia oral, hypoaesthesia oral, herpes simplex, lip dry, burning sensation, dry mouth, oral pain, stomatitis, glossitis, hypertension, oral mucosal disorder, hypertension, pharyngolaryngeal pain, cheilitis, oesophagitis, pharyngitis, and reaction unevaluable.

Event description:
Synopsis: a consumer reported that pt was using fixodent free, cream and pt was hospitalized for three days for chest pain. The consumer reported that they was having dry mouth and lips and then their mouth and throat "broke out down to pt esophagus" after using fixodent. On follow up phone call pt reported that they went to the emergency department because pt was having chest pains and pains in the throat and mouth. Pt did not inform the hosp staff of their fixodent use and did not tell their primary doctor. The consumer reported while in the hosp that they had unspecified tests and that the doctors could not find out what was wrong with them. Pt also indicated that their blood pressure was high while in the hosp. The consumer was to have a follow up appointment with their primary care physician. The consumer provide a lot number and the production year was 1997. A phone call to the pt in july 2005 revealed that the consumer was not having any more porblems and thought "it was just a bad tube." The pt stated that they tried fixodent again and was having no trouble.